Event description:
Baxter affiliate (ba) reports two incidents of fiber leaks with ca-hp 130 dialyzers. Per ba "blood leaked from membrane in the second use. When using other dialyzers in the lot, no problem happened, commonly, they can be reused 5 times." The hosp manually reprocesses the dialyzers. There are no pt injury or medical interventions associated with these incidents. No further info is known at this time.